Manufacturer narrative:
H3: product analysis #: 706604511, part #: 6550004, lot #: 0011252984. Visual inspection confirmed the torx tip of instrument has been sheared off. Optical examination of the fracture surface revealed a fairly flat fracture surface with circular material flow. This type of damage is consistent with torsional overload. G2: country of event- japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone spine surgery for infection. It was reported that screwdriver tip was damaged during insertion of additional screws. No patient symptoms were reported. No further complications were reported/anticipated.